Manufacturer narrative:
Outcomes attributed to adverse event - other - infection. This part is not approved for use in the united states; however, a like device catalog#: 55840006545, 510k#: k113174, UDI#: (B)(4) was cleared in the united states. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion (plif) surgery at l3-5 due to lumbar spinal canal stenosis (lscs). Post-op, the implanted pedicle screw at l5 was loosened due to which infection suspected. The patient underwent revision surgery as a result of this event and only the screw at l5 was replaced. It has not reached the stage of bone union yet.